Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial lead was found to have exhibited over-sensing of noise and inappropriate automatic mode switch. A lead insulation break was suspected as the cause of the malfunction. The patient experienced a minor arrhythmia, hypertension, and discomfort. Corrective programming changes were made. The patient was stable throughout.